Event description:
Baxter received a report that affinity 4 bed frame had bed frame collapse. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the bed frame assembly needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the bed frame assembly to resolve the reported event. Based on this information, no further action is required.